Event description:
It was reported to philips that the image was black due to high kv illumination error on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the converter 1, kv-ma unit, tube, flex-pc, and converter 2, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).